Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through a lantern delivery microcatheter (lantern), the physician decided to resheath the coil because the ruby coil pusher assembly became bent. The ruby coil was removed and the procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The pusher assembly was kinked approximately 43.0 cm from the proximal end. The embolization coil was intact with the pusher assembly, inside the introducer sheath. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked and fractured. If the ruby coil is forcefully advanced against resistance, the pusher assembly may become kinked. If the kinked device is forcefully manipulated further, it may become fractured. Penumbra coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.